Event description:
Reporter noted unit would not tune after third case. Pt had received dilating drops, was on table and draped, but surgery had not started. No back-up unit available. Cases were rescheduled.

Manufacturer narrative:
A co service rep checked the system; replaced us driver pcb to resolve performance problem reported.